Event description:
It was reported that removal difficulties and a tip detachment occurred. The patient was undergoing treatment of the ampulla. A 07f 10 050 place-hit biliary wallstent was advanced, but not able to cross the stenosed lesion. The device was removed in order to perform pre-dilation. It was noted there was difficulty in removing the device and the tip of the device detached and remained inside the patient. The procedure was completed with another of the same device. There were no further patient complications reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found that the tip was detached and was not returned. Examination of the distal end of the inner found traces of adhesive indicating that glue had been applied as required during manufacture. The stainless steel handle was severely kinked and almost broken at 150mm distal to the hub. The shaft was severely kinked at 142mm and 376mm distal to the t-bar connector. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that removal difficulties and a tip detachment occurred. The patient was undergoing treatment of the ampulla. A 07f 10 050 placehit biliary wallstent was advanced, but not able to cross the stenosed lesion. The device was removed in order to perform pre-dilation. It was noted there was difficulty in removing the device and the tip of the device detached and remained inside the patient. The procedure was completed with another of the same device. There were no further patient complications reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.